Event description:
Note: date of event is unknown. It was reported to boston scientific corporation in 2008 that a resolution clip device was used on an unknown date. According to the complainant, during the procedure, the clip could not be released. The patient's conclusion of the procedure is unknown.

Manufacturer narrative:
The suspect device has not been returned. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The june 2008 15-month hemostatic clipping product family trend report, inclusive of all failure modes was reviewed; no unfavorable trend was noted.